Manufacturer narrative:
H3: analysis identified that the conductors were broken on the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-aug-2022, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient's lead had slightly moved. They stated that the physician replaced the lead for better coverage. The patient recovered without sequela. The explanted lead was returned to the manufacturer for analysis. The rep stated that hcp schedules things without telling anything beforehand. In this case there were no issues reported prior to the surgery. The implant was little staggered. The returned lead did move by 2 or 3 contacts. Hcp wanted to replace that lead. The lead was returned for analysis after it was in possession of the rep for a while because hcp was not sure if he wanted to send the lead in for analysis or not. He was asked later by the rep and that¿s when hcp wanted to send the lead in. Hcp said there were couple of high impedances on the returned lead that only hcp knew about and mentioned to rep on the day of the surgery. The surgery was (B)(6) 2020 and that's when rep became aware of the lead movement. The cause of lead movement was unknown. This was something that happened soon after implant. But pt. Was getting good coverage. The patient is doing well now.